Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(6). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. Two days before death, the patient was admitted to the hospital for peritonitis and pneumonia. The peritonitis was manifested by cloudy effluent and nausea. The cause of the peritonitis was unknown. The patient was treated with intravenous (IV) vancomycin, albumin (route not reported), IV piperacillin, and IV tobramycin (doses and frequencies not reported). After two days, treatment was discontinued and the patient passed away. The cause of death was reported to be septic shock, peritonitis and aspiration pneumonia. The patient was connected to the homechoice device for peritoneal dialysis therapy when they passed away. Additional information was requested, but is not available. This is report 2 of 3 involved in this peritonitis event.